Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence because the cuff was not tight enough; therefore, a surgical procedure was performed to remove and replace the component. There were no further patient complications reported.